Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that during patient planning and prior to starting a transesophageal echocardiography (tee) procedure, the transducer generated a usacquisitionhw_40 error when it was connected to the ultrasound system. The user replaced the transducer and the reported issue was resolved. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was investigated for an acquisition 40 error when the z6ms is plugged in. The transducer was returned, and an investigation was performed. The acquisition 40 error message could not be reproduced. However, engineers observed image quality issues due to cable manufacturing fault, and stated that this can lead to acquisition errors. The cable assembly manufacturer has changed the process through a CAPA. This transducer was manufactured before the CAPA. Complaint reference #: (B)(4).